Event description:
It was reported there was possible thrombus. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging was obtained, during which the anesthesia provider observed spontaneous echo contrast within the laa and expressed concern for potential thrombus. The implanting physician reviewed the images and determined that it was safe to proceed. Transseptal puncture (tsp) was performed without difficulty. The watchman trusteer access system (was) was advanced into the left atrium (la) and positioned at the laa. Approximately thirty (30) ccs of blood were aspirated through the was. The procedure continued, and a watchman closure device was successfully implanted with no complications noted. The patient was extubated without issue and experienced no apparent complications. The patient was transferred to recovery per routine protocol.

Manufacturer narrative:
B5: information added.

Event description:
It was reported there was possible thrombus. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging was obtained, during which the anesthesia provider observed spontaneous echo contrast within the laa and expressed concern for potential thrombus. The implanting physician reviewed the images and determined that it was safe to proceed. Transseptal puncture (tsp) was performed without difficulty. The watchman trusteer access system (was) was advanced into the left atrium (la) and positioned at the laa. Approximately thirty (30) ccs of blood were aspirated through the was. The procedure continued, and a watchman closure device was successfully implanted with no complications noted. The patient was extubated without issue and experienced no apparent complications. The patient was transferred to recovery per routine protocol. It was further reported the patient experienced no complications and was discharged the same day.